Event description:
The medsun report stated: a 1.9 fr single lumen peripherally inserted central catheter (PICC) line was inserted this morning. The catheter went in easy and flushed and aspirated easily. Approximately 4 hours after the catheter was inserted it started to leak where the hub of the catheter comes together. Fortunately, I was able to perform an over the catheter insertion of a new 1.9 fr single lumen PICC.the patient safety incident report stated: a single lumen #1.9 fr PICC line was inserted earlier this morning. It was discovered late this afternoon that the hub of the PICC line had cracked and was leaking. The line had to be discontinued because of the cracked hub and leaking. Fortunately we were able to successfully place a new PICC line using the over the catheter method.